Manufacturer narrative:
Original emdr 5-day determination was signed on (B)(6) 2020. Original emdr 30-day determination was signed on (b(6) 2020 with a determination of "not reportable". Reviewing the complaint file as part of our ongoing CAPA committee meeting held on (B)(6) 2021, it was determined that this incident should have been reportable to FDA as a 30-day emdr. Therefore, this report is now being submitted to FDA.

Event description:
It was reported that the ventilator alarmed and the screen briefly disappeared with ventilation settings. Ventilator software automatically recovered by restarting user interface (ui) without user intervention. Post restart message displayed "non-critical thread failure". Ui restart is independent of ventilation. The patient continued to receive ventilatory support as set by the clinician.